Manufacturer narrative:
Device is combination product. It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the implanted stent was undersized and chest pain and stent thrombosis occurred. The target lesion was located in the proximal left anterior descending artery (lad). The 2.75x38mm promus premier stent was implanted and post-dilated to finish the procedure. The patient left the cath lab. Within two hours the patient had chest pain and was brought back to the cath lab. The stent had thrombosed and it was noted that the stent was undersized. The stent was dilated with a 4.0 non-compliant balloon and a 4.0x24mm promus premier was implanted to complete the procedure. No further patient complications were reported and the patient was fine.